Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon found two small pieces from the cannula in the patient's cavity during robotic laparoscopic cystectomy. The two pieces were retrieved using grasper. There was no patient injury.